Manufacturer narrative:
Additional information was received that the reported strut puncture occurred in the ascending aorta instead of the descending aorta. No additional adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The main component of the system. Other relevant device(s) are: product ID: evolutr-34, serial (B)(4), use by date 2018-02-20, UDI (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and a post balloon aortic valvuloplasty (bav) was performed. St-elevation was noted on the electrocardiogram (ECG) and the valve was pulled into the aortic arch above the right coronary and left main arteries. The patient became hemodynamically unstable and a second transcatheter bioprosthetic valve was implanted into the first valve. Echocardiogram revealed a pericardial effusion and hypotension was noted. Pericardial drainage was performed and the blood pressure recovered. A thoracotomy revealed puncture of the descending aorta by three struts of the first valve. The leakage was sutured and a patch was placed. Subsequently the patient expired due to right ventricular failure.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural cines submitted for review showed the first valve was under-expanded during deployment and was not contacting the left side of the annulus which can cause movement upon release. The cines indicated that the valve was released too high. One cine confirmed a post-implant balloon aortic valvuloplasty (bav) was performed but post-dilatation is not a best practice when the valve has moved out of the annulus. Cines of the snare attached to the paddles of the valve frame showed tension on the valve as attempts were made to pull it out of the sinus of valsalva including extreme pulling on the inner portion of the frame which is a potential cause of the perforation in the ascending aorta. The subsequent pericardial effusion was due to the damage to the puncture from the snaring of the valve. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this event, the first valve was snared after it was fully deployed and a bav had been performed. The device instructions for use (IFU) warns against using a snare, and once deployment is complete, repositioning of the bioprosthesis is not recommended. Repositioning of a deployed valve may cause adverse patient effects such as vascular complications, and result in prosthetic valve dysfunction (including device malposition). This event does not indicate a malfunction of the devices occurred. If information is provided in the future, a supplemental report will be issued.